Event description:
New information received notes that the patient's implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2023. No further adverse patient consequences were reported.

Manufacturer narrative:
Correction: h6: codes should reflect device not returned.

Manufacturer narrative:
Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. There¿s no bpa detection. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's implantable cardioverter defibrillator. Surgical intervention was planned, but was not yet completed. No adverse patient consequences were reported.